Event description:
Rusted. Could not rotate valve. Doctor had to cancel case due to unable to use instruments.

Manufacturer narrative:
The investigation is ongoing. Add'l info will be provided once the investigation is completed.